Event description:
Dealer states, "back seems to slip into a different position when user hits a bump in the road. Seat shifts in different position."

Manufacturer narrative:
(B)(4). Model tracer 5, serial number/date code and age of product are unknown. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the back of the tracer 5 manual wheelchair allegedly slips into a different position when the consumer hits a bump in the road. The seat allegedly shifts into a different position. A follow up call to the dealer revealed that the consumer is transported to rehab in a bus where the consumer is seated in his wheelchair during transport. When the bus hits a bump in the road, the back of the chair shifts into a different position, it does not go all the way back but it does slip the lock. Invacare advised the dealer that the owners manual, warns about transporting patients in the wheelchair. The manual warns, "wheelchair users should not be transported in vehicles of any kind while in wheelchairs. As of this date, the department of transportation has not approved any tie down systems for transportation of a user while in a wheelchair, in a moving vehicle of any type. It is invacare's position that users of wheelchairs should be transferred into appropriate seating in vehicles for transportation and use be made of the restraints made available by the auto industry. Invacare cannot and does not recommend any wheelchair transportation systems." The dealer is trying to convert a straight tracer 5 into a high back recliner. A replacement kit, rcl18, is being sent to the dealer. The damaged product is being returned to invacare for an inspection / evaluation. No injury alleged.